Manufacturer narrative:
Device out of warranty; no request for MFR's service.

Event description:
The customer reported that the ventilator went vent inop due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was in use on a pt and there was no pt harm. As the device is out of warranty, the facility biomedical engineer contacted MFR's product support engineer (pse) for assistance. Pse advised the customer evaluate the data acquisition pcb to motor controller pcb cable for replacement and also suggested replacing the da pcb then the pm pcb per the manual if needed, to address the reported problem. The biomedical engineer reported there has been no reoccurrence of the reported problem post-repair.